Event description:
It was reported that during use of the fiber in a transurethral resection of the prostate (turp) procedure, the metal extremity of the fiber detached during cleaning. The fiber did not function and it was removed. The physician performed a bipolar resection technique to complete the case. No further information is available.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap is detached and was not returned. The glass cap exhibit severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Therefore, an evaluation code of operational context will be assigned to this investigation.

Event description:
The procedure was a transurethral resection of the prostate (turp). During the procedure, the fiber had being used at 179,979j and 29:56 minutes. It was reported that when the fiber cap was being cleaned, it detached. The physician changed treatment technique to bipolar resection to complete the case. There was no clinical consequence to the patient due to this event.